Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad driveline remains implanted.

Event description:
It was reported that the outer sheath on the driveline was damaged. It was noted that there were two circumferential cracks on the driveline, one at the strain relief and one approximately five centimeters from the strain relief. The driveline sheath was repaired and remains in use. There were no pump stops reported during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Ethnicity corrected to no information and patient race corrected to no information. Brand name corrected from heartware® ventricular assist system to heartware ventricular assist system - driveline. Model # corrected. Report source corrected from foreign, health professional to foreign, health professional, company representative. Device manufacture date corrected to 31-jul-2013. As a result of review on the complaint file, this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and also updates applicable FDA method, results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: the ventricular assist device driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the quality engineer revealed a crack in the outer sheath and a crack in the strain relief, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the quality engineer revealed a crack in the outer sheath and a crack in the strain relief, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has an open internal investigation to evaluate driveline sheath damages. Based on the available information, the most likely root cause of the driveline strain relief damage my be attributed to factors such as normal wear over time, improper handling. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.